Event description:
Customer fell while using the walker. The walker leg just above caster allegedly broke. No injuries were reported.

Manufacturer narrative:
Walker shows very little wear. The front right leg of the walker frame broke where the collapsible arm of the walker connects the front and back legs.